Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to fully power on) was confirmed. Upon investigation, the monitor was unable to power on. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a (B)(6) patient's monitor and reported that the monitor was unable to fully power on.